Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code for capacitor charge time had exceeded the limit. Boston scientific technical services (ts) discussed the mechanism behind fault code and advised that the device needs to be explanted. This ICD was explanted and with an ongoing analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted body fluid contamination in the lead barrels and tool marks on the case. The case is bulged just under the is-1 label. All seal plugs are intact. All setscrews operate normally. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault, recorded on (B)(6) 2013, due to the charge time limit having been exceeded. The memory was corrected. Review of the recorded episodes did not reveal any irregularities. A capacitor reform was initiated. The charge time was 18.7 seconds, which is longer than expected. Additionally, during the charge cycle, two ¿snap¿ sounds were heard coming from the device. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of an internal component. This component was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.